Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by a basic evaluation patient whose evaluation started on (B)(6) 2019 that they were just walking out of the hospital on (B)(6) 2019. That same day an individual who spoke with support link that the patient had a reaction to the procedure and they had stayed in the hospital overnight so the therapy had not been turned on until that day of the call. There were no further complications reported.